Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was 483 mg/dl. Elevated bg was address with a bolus. Customer went to the emergency room and was subsequently hospitalized with moderate ketones, ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Ultimately, the customer reverted to an alternate method of insulin delivery.